Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of ¿fluid build-up around the breast implants,¿ is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿fluid build-up around the breast implants,¿ ¿rashes,¿ ¿itching,¿ ¿chronic pain,¿ ¿debilitating pain,¿ ¿increased risk of alcl,¿ ¿mental pain, distress, anxiety, anguish, fear, ¿. And panic attacks due to the risk of alcl,¿ ¿loss of quality of life¿ and ¿has suffered treatment, therapy, recovery, and hospitalization expenses associated with the problems caused by the biocell textured breast implants and the problems regarding the potential for the development of bia-alcl and will suffer related expenses with any conditions or symptoms associated with bia-alcl or the prevention of that issue.¿

Event description:
Patient representative reported patient experienced ¿fluid build-up around the breast implants,¿ ¿rashes,¿ ¿itching,¿ ¿chronic pain,¿ ¿debilitating pain,¿ ¿increased risk of alcl,¿ ¿mental pain, distress, anxiety, anguish, fear, ¿. And panic attacks due to the risk of alcl,¿ ¿loss of quality of life¿ and ¿has suffered treatment, therapy, recovery, and hospitalization expenses associated with the problems caused by the biocell textured breast implants and the problems regarding the potential for the development of bia-alcl and will suffer related expenses with any conditions or symptoms associated with bia-alcl or the prevention of that issue.¿ patient representative also reported patient experienced ¿excessive fatigue,¿ ¿the development of multiple autoimmune diseases,¿ ¿fevers,¿ ¿arrythmia,¿ ¿severe headaches; complex migraines,¿ ¿severe nausea,¿ ¿night sweats,¿ ¿skin blisters; hair loss,¿ ¿disability,¿ ¿suffered personal injuries and related damages,¿ ¿disfigurement¿ and ¿depression;¿ these events are not related to the device. Device remains implanted. This record is for the right side.